Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced a leakage event on 28-feb-2026. The infusion set was leaking from the infusion site. The infusion site became red and painful. No further information available.